Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The results were not available. The air/water channel and auxiliary channel were flushed with half percent bodedex forte detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel and instrument channel port were manually cleaned with olympus single-use combination cleaning brushes. The scope was not manually disinfected. The aer used was a innova e4 and e5 from cantel along with proteazone plus detergent and rapicide pa a+b disinfectant. The scope was stored in an endostore bht drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. No bacteria were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the bonding on the angular bending section cover was chipped off. The cap on the distal end cap was deformed. The cover lens bonding was chipped. The large light guide cover lens was chipped. The paint marking on the cylinders were missing. The grip shell was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on evis exera iii gastrointestinal videoscope. The biopsy channel tested positive one (1) colony forming unit (cfu) of moraxella species. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.